Event description:
The customer reported that the x-ray system would not fluoro during a patient procedure. The system needed to be completely rebooted to regain functionality.

Manufacturer narrative:
(Eval method) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (Eval results) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (Conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.